Manufacturer narrative:
One tactisys¿ rf cable assembly was received for evaluation. Visual inspection revealed that the cable pulled away from the strain relief resulting in a frayed cable. Based on the information received and the investigation performed, the cause for the reported event was isolated to physical damage to the tactisys¿ rf cable. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported issue remains unknown. The product's lot number could not be obtained, therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
During an atrioventricular node procedure, impedance issues resulted in a procedural delay. It was noted that the distal end of the tactiflex se catheter could not be located on the system and signals were not showing on the workmate claris system. The impedance was out of range even when catheter was out of the sheath. The impedance 999 error was displayed on the ampere and ensite x. The catheter was replaced twice but the error persisted. The amplifier, ampere, and tactisys were all replaced with no resolution. The tactiflex rf cable was replaced but the issue still persisted. It was noted that one of the cables was frayed. The non-abbott mapping system (carto) was used to complete the procedure with no adverse consequences to the patient.